Manufacturer narrative:
A correlation between the device and the reported death could not be conclusively determined. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10.5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient unexpectedly expired on (B)(6) 2016. The patient's spouse found the patient unresponsive in bed. The spouse reportedly did not hear any alarms and it appeared the patient was connected to the system controller which was powered the power module. It was reported that there were no known device issues. The cause of death remains unknown. The patient reportedly had other unspecified medical conditions but none that would explain the sudden death. An autopsy was not performed. No further information was provided.

Event description:
Additional information: a (B)(4) for this event was received which stated: title : xxxxx event desc: patient¿s wife called to report that she found patient lying on his bed deceased. Left ventricular assist device (lvad) alarms were sounding. Wife reports very distended abdomen. Ems also endorsed a distended abdomen. No autopsy. Not a coroner¿s case. Despite our request, wife did not return lvad equipment. Patient was in good health leading up to this event. Our office spoke with him the day before. Inr was 2.2 the day before. Routine pre op abdominal ultrasound conducted revealed: no liver mass or biliary ductal dilatation. Splenomegaly. What was the original intended procedure? Heartmate ii lvad implanted 10 months prior to this event. Other pertinent info: patient was in good health 24 hours prior to this event (per unrelated phone conversation with our office the day prior). Per our last visit with patient (8 weeks prior to this event ) doppler bp was 108, and patient was euvolemic. Other therapies in use on patient: cardiac drugs. Other devices in use on patient: no.